Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experience to hyperglycemia. Customer's blood glucose level was 495 mg/dl at the time of incident, in morning 274 mg/dl and after breakfast 491 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer declined troubleshooting for bent cannula. Customer did not allege that the insulin pump was under delivering. Customer reported they do not have a back-up plan available. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.